Event description:
Same case as MFR# 2134265-2012-00586, 2134265-2012-00590. Reportable based on the analysis completed (B)(6) 2012. It was reported that during a balloon treatment procedure, a kink and no cross occurred. Vascular access was gained via the femoral artery. The 90% stenosed, concentric, de novo lesion being treated was located in the severely tortuous and severely calcified circumflex (cx) artery with a significant bend of less than 45 degrees extending 40mm long and 2.5-3.5mm wide. The physician completed a successful rotation atherectomy of circumflex (cx) artery with 1.25mm burr. The physician then advanced a 2.0mmx15mm apex balloon to pre-dilate the lesion to 50% stenosis. When the physician advanced a 2.25mmx32mm ion stent delivery system to the vessel they experienced resistance while crossing the lesion and noticed a partial shaft fracture outside of the patient. As the device was withdrawn, the proximal shaft fractured and the 2.25mmx32mm ion stent delivery system was removed without complications. The physician then advanced a 2.25mmx28mm ion stent delivery system into the vessel but it would not cross the lesion. The proximal shaft was severely kinked so the physician removed the device from the patient. A 2.25mmx16mm ion stent delivery system was advanced to the lesion but was unable to cross. The proximal shaft fractured so the device was removed. A 2.25mmx16mm ion stent delivery system was then advanced into the vessel but was unable to cross the lesion. The physician noticed the stent was severely kinked and the proximal shaft was broken so the device was removed from the patient. The physician then advanced a 2.25mmx15mm non-bsc stent delivery system but was unable to cross the lesion. The patient will be rescheduled for more atherectomy and stenting. No patient complications were reported and the patient's status was ok. Returned product analysis revealed stent damage to proximal, first row of struts. The hypotube and shaft were also kinked.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A visual examination of the returned device found there was blood and contrast in the wire lumen. The balloon was tightly folded. There were bent and flared struts in the first row of stent struts on the proximal end of the stent. The hypotube was kinked 23cm from the hub. The shaft had multiple kinks beginning at the proximal balloon weld extending 25mm proximal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).